Event description:
On the above date, I had a vaginal mesh sling placed for bladder/uterine prolapse. After a short period of time, I developed a vaginal discharge/infection, which became prolonged. I contacted, and returned to the operating urogynecologist who tested and confirmed it was a yeast infection. I have not had a (B)(6) in many years. The urogynecologist stated that the infection was not caused by the mesh. He prescribed me cream; after two therapies it did not work. He prescribed me one fluconazole, and directed me to see a general gynecologist. The one fluconazole tablet did not work, so I asked my family doctor for a longer dose. He complied, and I went on fluconazole for one month. Fluconazole is sometimes recommended for those with fibromyalgia, the presupposition being there may be a concomitant (B)(6) . However, throughout the duration of my diagnosis of fibromyalgia, I never experienced one vaginal yeast infection. After one month on fluconazole, the infection returned. I saw the television lawyer advertisements regarding problems associated with the mesh sling, which concerned me. I called the urogynecologist who performed the procedure again, and explained the persistent (B)(6). He is an excellent doctor, however, he was adamant that the bladder sling does not cause (B)(6). I advised him that I did some online research, and learned that infection has been linked to the mesh. He advised me that the "information I was reading was inaccurate, and that anyone can post untrue information." I told him that what I read about persistent (B)(6) following the implanting of the mesh, mirrored my own experience. He strongly insisted that the mesh does not cause (B)(6). He asked me if it could be something else however, as my husband pointed out, he was the one who diagnosed the problem as (B)(6). I acknowledged that there could possibly be something else causing the problem, but the timing of the onset of symptoms, and the fact that I never experienced anything like it before, that I didn't think so. I advised him that the (B)(6) was prolific, and asked him for a dose of fluconazole. He refused, stating it is a very strong drug. I appreciate his concerns - however I am very concerned and troubled because I am not being treated for this problem. This could seriously affect my health and I want treatment as soon as possible. I told the doctor it was affecting my immune system, and was pulling me down. It is certainly affecting the quality of my life. No person should go untreated for a valid medical problem, due to lack of quality of information regarding a medical device. I feel my experience is being invalidated. I now have to go to, and pay another doctor, meanwhile being left untreated in the interim. The urogynecologist, dr. (B)(6) (an excellent doctor) and myself, need accurate information on whether or not this mesh is the cause of prolonged, unrelenting, (B)(6) as soon as possible. We need to know the protocol for treating it, and what other prolapse procedures are available to correct my prolapse. [Reason for use: prolapse].